Event description:
It was reported in a journal article that a patient experienced post-operative neurological complications due to implants.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.